Manufacturer narrative:
Serial/lot number was requested, but not provided, and therefore no UDI available.

Event description:
It was reported that the patient's controller was switched out on (B)(6) 2020 due to oxidation of both battery leads at bend relief site.

Manufacturer narrative:
Manufacturer's investigation conclusion: the event of oxidation of both power leads at the bend relief site could not be confirmed. The system controller was not returned for evaluation. The submitted log file contained approximately 4 days of data (13jul2020 ¿ 17jul2020 per the timestamp). The pump maintained a speed above the low speed limit without issue throughout the log file. There were no notable alarms active in the log file. Multiple attempts were made to obtain additional information (including the serial number of the controller and if the controller would be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use (IFU) under section 1 ¿introduction¿ explains all pump parameters, including pump speed and pulsatility index (pi). This section states that the speed drops to the low speed limit during a pulsatility index event and then ramps back up. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.